Event description:
It was reported that customer received minimum fill notification. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions or support follow-up for this event.